Event description:
The consumer called into customer care, "about his high blood glucose results lately". It was reported to nova biomedical that a consumer received a result of 226 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips from the same vial getting the following results of 212 mg/dl 203 mg/dl. According to the consumer, he reported he administer an additional 5 units of insulin based on multiple high readings on his blood glucose meter during the morning hours on (B)(6) 2015. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer was using expired test strip, which may contribute to the loss of integrity of the test strips. Test strips expired on april 2013.

Manufacturer narrative:
The meter and test strips will be returned for eval. Test strip lot # 1020211116 expiration date: april 2013. Control solution lot none. Per label copy/ package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be -nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.